Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. No product was received for evaluation so this complaint could not be confirmed. Catheter damage can relate to handling in the user environment; some potential contributors include excess tension (improper handling/securement) or excess pressure (using a syringe less than 10 ml, flushing a 10 ml syringe with force, or flushing despite resistance). First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage.

Event description:
The catheter was inserted on (B)(6) 2016. There was a continuous infusion of serum in the PICC and a syringe larger than 10 ml was used. On (B)(6) the catheter presented a "hole" and it was removed the same day.